Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The product was returned, and the issue was not confirmed. Data analysis: aic logs revealed that an impella 5.5 was disconnected from the console and then reconnected with eeprom reading crc errors and ultimately an impella defective alarm. The software (sw) watchdog then detected the calculator process was not responding, which led to a sw watchdog reboot. Despite the console having rebooted, the pump could not be read successfully due to crc errors, resulting in an impella defective alarm. Device analysis: the console was tested by aachen fs in collaboration with engineering. The pump eeprom reading mechanism was tested multiple times with no issues reproduced. The complete system could not be tested for any intermittent read/write issues that would result in corruption of the i2c data, which is transmitting eeprom pump data. The eeprom read issues were followed by a failure of the calculator process resulting in a sw watchdog partial/ full reset. No direct link could be made between the eeprom read issues and the reboot due to the inability to reproduce the failure. Per the results of the clinical review and investigation, the impella defective alarm was unable to be reproduced. The suspected root cause was i2c communication issues during read of the impella 5.5 eeprom, which involves the impellatronics epm circuitry. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the automated impella controller (aic) had a failure, the reporter did not indicate what type of failure occurred. The aic was replaced with another aic. There was no report of patient harm or injury.